Event description:
On 8/5/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. During the stage of deployment where the collagen is tamped against the top of the arterial wall in order to achieve the anchor-collagen sandwich, tension was lost on the suture. Hemostasis, however, was achieved and the pt was discharged home per hospital policy. Two days later (8/7/98) the pt presented with claudication symptoms. An ultrasound was obtained which identified an occlusion. The pt was taken to the operating room where a surgeon found the device anchor and collagen to be within the vessel. The device was removed and the vessel repaired. The pt tolerated the procedure well and has not had any resulting sequelae.